Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Per additional info received, this is a failure of a battery that is about 6 years old, required planned maintenance dictates the battery should be replaced every 2 years. This is a use error due to lack of proper maintenance and not a reportable malfunction. D4 primary UDI number corrected.